Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the inability to charge the battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not charge the battery pack.